Event description:
At the beginning of the procedure, it was discovered that the tips of the disposable bipolar crossed. Per dr., this is becoming more common. When using the bipolar and the tips cross, there is an increased risk for damage to the surrounding tissues and other surgical complications.